Event description:
During t2 humeral nail surgery, the surgeon inserted the nail into the patient bone, and inserted screw into the distal screw hole of the nail. The gap was seen when the surgeon checked fracture part. The surgeon assembled the universal rod to the nail holding screw, and performed the back sliding. Afterwards, the surgeon inserted screw into the proximal screw hole of the nail. When the target device was removed, it turned out that proximal part of the nail has broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Physical examination was limited to a very small fragment. No deviation in material thickness determined on the returned fragment. No material faults found. The manufacturing documents identified that the nail had left the premises in intended condition. With respect to the appearance of damage found and according to the reproduction of the scenario with sample devices it appears being utmost likely that the nail holding screw had not been inserted to the sufficient length and that the nail was damaged whilst it was fixed on the target device in a wrong position. The course of the event could be reproduced with sample products. If the nail is attached in this (wrong) position it is not possible to insert the nail holding screw to the full length of the thread as the pegs of the target device don¿t fit into the seating slots of the nail. This is causes that the pegs are not centrically / symmetrically arranged which only allows adapting the nail in one direction; otherwise the reception of the nail would be significantly damaged. Whilst the adapted target device is used for nail insertion the needed forces for insertion do exceed the material durability in case of inappropriate assembly. In this case the internal damage inside the broken off part corresponds to damages that occur if the target device is not assembled in sufficient manner ¿ as described above. Referring to found damages and referring to presented x-rays the nail fragment had most likely broken off due to inappropriate placement of the target device ¿ possibly contributed by insertion forces. With available information the event was not caused by a deficiency of the device. No non-conformity was identified.

Event description:
During t2 humeral nail surgery, the surgeon inserted the nail into the patient bone, and inserted screw into the distal screw hole of the nail. The gap was seen when the surgeon checked fracture part. The surgeon assembled the universal rod to the nail holding screw, and performed the back sliding. Afterwards, the surgeon inserted screw into the proximal screw hole of the nail. When the target device was removed, it turned out that proximal part of the nail has broken.